Event description:
Procedure: bowel resection. Reportedly, the surgeon fired the stapler but the staples did not form properly. Therefore, the bowel was left open and contents spilled out into the abdomen. The surgeon then hand sutured the bowel to close and the pt was fine. There were no reported lasting injuries.